Event description:
It was reported by the patient that their ¿lead moved and needed to be put back in place¿. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead (B)(6) 2013, 5076-52 implantable pacing lead (B)(6) 2013, c4tr01 implantable pulse generator (B)(6) 2013. (B)(4).